Event description:
Customer reported via phone call that the esc button on the insulin pump was not responding all day. Customer did not recall any significant events leading to the event. Customer mentioned that this has occurred before and was resolved by changing the battery. Customer's blood glucose reading at the time of the call was 110 mg/dl. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.